Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. Patient described the rash as tiny little bumps all under the therapy electrode and it appeared to be bruised. Over time the skin peeled and there is now a raw spot that is oozing. The outcome of the rash is unknown as follow up attempts were unsuccessful.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the front therapy electrode. Patient described the rash as tiny little bumps all under the therapy electrode and it appeared to be bruised. Over time the skin peeled and there is now a raw spot that is oozing. The outcome of the rash is unknown as follow up attempts were unsuccessful. Update: during an investigation of the patient's electrode belt, a reportable malfunction was found. The belt failed a therapy electrode recognition test.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Update: device evaluation of electrode belt sn (B)(6) was completed. Upon investigation, the belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and ECG "b". The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.